Manufacturer narrative:
72404155, 655968011, reservoir 65 ml pc/iz.

Event description:
It was reported that patient stated that inflatable penile prosthesis (ipp) device was not working very well. Physician scoped patient and saw that the proximal portion of the cylinders on one side had perforated into the urethera. Patient was experiencing no symptoms and physician decided to remove old implant. All components were explanted and a tactra device was implanted in patients non eroded side (left). No averse patient effects. Should additional information become available, a supplemental report will be submitted.